Manufacturer narrative:
G4: den160043 - reported here as the PMA # exceeded character limit for designated field.

Event description:
It was reported that extended hospitalization occurred. A transcatheter aortic valve replacement procedure was performed with use of a sentinel cerebral protection system (cps) for embolic protection. The patient was not discharged until 30 days after the procedure. Despite good faith efforts, no additional information was obtained.